Event description:
It was reported that when patient presented to the emergency room with rhythmic spasms on the right side of the chest and upon chest x-ray review lead dislodgment was confirmed. The rv lead was in the supraventricular cava with no slack and there were loops around the body of the device. Physician confirmed twiddler¿s syndrome. Programming changes were made and patient was later scheduled for lead revision. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.